Event description:
It was reported that patient had experienced a loss or change of therapy. The patient reported they had a couple of incidents and wanted to increase setting however was unable to do so. The patient stated that she was on program 2 at the time and she switched to program 1. She indicated that no stimulation was felt and the therapy was not on. The returned of symptoms and change in therapy/symptoms were considered sudden. It was further indicated that they turned on the therapy and the situation was resolved. The patient was going to monitor symptom control now that stimulation was on and call back if needed further instruction of making adjustments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.